Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the device displayed a service wrench icon in the readiness display. With a test battery, the device would charge and shock defibrillation energy. The device was opened for an internal inspection. During testing, physio observed that a filter, designator fl36 on the digital pcb assembly had process residue, which caused an excessive off current.  This off current had depleted the customer's battery. The cause of the reported issue was due to process residue at a filter, designator fl36 on the digital pcb assembly. The device was out of warranty, and the customer approved of having physio discard the device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified that the device did not power on. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device depleted its battery prematurely. They sent their device to physio for evaluation. During device evaluation, physio observed that the device would not power on. The device's readiness display showed 0 bars for the battery charge indicator (depleted) and with the customer battery installed. There was no patient use associated with the reported event.